Event description:
Pso-pt sensor implanted without complications. Oneday after the initial surgery, the icp values started tofluctuate anb were not coherent with the patient'sclinical state. Then the error "e001" displayed on the monitor. The device was explanted and replaced. No health sign of effect were reported to have occured. The incident did not cause harm to the patient.

Event description:
"When setting up the sensor (sn (B)(6), the doctor felt a resistance. Consequently, the decision was made to remove it, but resistance was encountered, leading to the device breaking. The metallic end of the sensor remained stuck in the cranial box and was not removed. A second device of the same model (lot: 22c31023) was used and successfully completed the procedure. This second sensor was removed 24 hours after placement due to abnormal pressure values, and the alert message 'e001' was displayed. A third sensor was subsequently implanted (lot: 22c40562) and has been functioning well thus far."

Manufacturer narrative:
Conclusion: a pso-pt catheter no. (B)(6) has been returned. Relatively clean, yellow discoloration of the pa tube, some blood deposits on the membrane and on the glue cone. One sensor track is oxidized (brown), micro-tear in the silicone membrane on the edge of the capsule. Doubt about the thickness of the membrane in this same area. These defects are confirmed after cleaning the deposits present at the capsule level. Error e001 confirmed on the monitor. This catheter worked for 24 hours before experiencing e001 failure. Its implantation followed that of catheter no.(B)(6), for which the capsule separated from the pa tube due to an issue during placement ("when setting up the sensor (sn (B)(6), the doctor felt a stop. Therefore, the decision was made to remove it, but resistance was encountered, leading to the device breaking"). The same problem may have occurred during the placement of the second catheter, which could explain a tear in the membrane and subsequent oxidation of a sensor track resulting in the e001 error. No certainty about the origin of this tear is provided.